Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required where not provided. Provided info states the pt is not healthy and has poor healing. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised because two (2) f3 screws backed out and one (1) screw broke. The medical column fusion (alps) top tab on navigator broke. All were removed and revised with new hardware. Poor healing; not healthy. Qty: 2.